Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The unexpected restart error test was unable to be performed due to unresponsive buttons. The insulin pump received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.